Manufacturer narrative:
Product complaint (B)(4). Section b5: additional information was received on 19-jan-2024. Summary: the adverse event term, "intracerebral hemorrhage" has been updated to "intracerebral hemorrhage on the right side, frontoparietal to temporal." A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report.

Event description:
As reported via the excellent study (cnv_2017_02), a 74-year-old male (subject (B)(6)) a history of diabetes presented with a witnessed stroke on (B)(6)2023 at 08:15. The patient was presented to the treating hospital on (B)(6) 2023 at 12:10. Intravenous tissue plasminogen activator (tpa) was administered at the time of stroke presentation. The suspected origin of the embolism was ¿undetermined etiologies¿. The patient¿s baseline nihss score was 17 and a mrs score of ¿0-no symptoms¿. The patient underwent an endovascular mechanical thrombectomy on (B)(6) 2023 using an embotrap iii 5 mm x 37 mm (et307537/ 22m100av) device for an occlusion at the m1 segment of the right middle cerebral artery (mca). The pre-pass mtici score was 0. The 1st and 2nd passes resulted in an mtici score of 0 with clot retrieval in the stent retriever. The 3rd pass was made using a different device, a trevo 4 mm x 41 mm stent retriever, due to ¿persistent clot¿, which resulted in an mtici score of 3 with clot retrieval in the stent retriever. During the procedure, a guidewire was used, but the brand was not specified. In addition, a 0.021 rebar microcatheter, a 0.060 axs catalyst intermediate catheter, and a flowgate2 balloon guide catheter were also used. There were no reported intraoperative study device deficiencies. The patient¿s 24-hour post-procedure nihss score was 28. On (B)(6) 2023, the patient experienced the event of a ¿intracerebral hemorrhage¿, which was made aware to the study site on (B)(6) 2023. The principal investigator (pi) assessed this event as mild in severity, not serious, and unrelated to the study device, unrelated to the large bore catheter, but having a possible relationship to the primary surgical procedure. The event did not require a medical intervention and the event is recorded as ¿recovered/resolved¿ with an end date of (B)(6) 2023. The patient was discharged to a rehabilitation center on (B)(6) 2023 with an nihss score of 11 and an mrs score of ¿5-severe disability. Bedridden, incontinent, and requiring constant nursing care and attention¿. Additional information was received on (B)(6) 2023. Summary: per the additional information, the event did not occur during the procedure. Regarding what the treating physician thinks could have caused or contributed to the event, ¿it is assumed that the event may have occurred as a result of friction within the normal risk of complications¿. It was further commented that there were no device performance issues related to the event, and the thrombectomy procedure was successfully completed. Additional information was received from the clinical study database, the crf, on (B)(6) 2023. Summary: regarding the event of ¿intracerebral hemorrhage¿, the answer value for ¿if event is both serious and device or procedure related, in the opinion of the investigator and in accordance with the list of expected events in the protocol and instructions for use, is the adverse event:¿ was updated from ¿[blank]¿ to "n/a (does not meet above criteria)".

Manufacturer narrative:
Product complaint # (B)(4). Section 1. Patient identifier: (B)(6). The device was discarded; therefore, no further investigation can be performed. A review of the manufacturing documentation associated with 22m100av presented no issues during the manufacturing or inspection process that can be related to the reported complaint. Cerebral hemorrhage is a known potential complication associated with the use of the embotrap iii device and is mentioned in the instructions for use (IFU) as such. There were no reported device deficiencies related to the device, as the device performed as intended, with no evidence of malfunction/performance issue. The decision to change device for the 3rd pass was made at the discretion of the treating physician, as the device was designed to withstand up to three retrieval attempts. The principal investigator¿s (pi) assessment regarding the adverse event of cerebral hemorrhage was unrelated to the study device, and possibly related to the study procedure. However, the event occurred the day after the use of the device, and the correlation between event to used device cannot be ruled out completely. Additionally, the severity of the event is unknown, and the patient was discharged with a worsened neurological function of ¿severe disability¿, as indicated by their modified rankin scale (mrs) score of 5. Based on this information, the event of ¿intracerebral hemorrhage¿ will be conservatively reported to the us FDA, reporting under criteria 21 cfr 803 with a classification of ¿serious injury¿, with an awareness date of (B)(6) 2023. The file will be re-reviewed if additional information is received at a later date. As part of the post market surveillance program, information from this complaint is trended to identify statistical signals for consideration of further correction action. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.